Event description:
Per the clinic, the patient experienced post-operative infection at the postauricular area and drainage at the site (specific date not reported). The patient was treated with oral antibiotics. Subsequently, the patient was hospitalized for an IV antibiotics treatment (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.